Event description:
(B)(6), an rn in the cvicu, called into the emergency support program line to check an iab catheter alarm. She stated the alarm had resolved after repositioning the patients leg. Esp personnel reviewed a screenshot that showed suboptimal augmentation. When asked, the nurse stated there was an x ray order that had not yet been performed. (B)(6) needed to prioritize patient care; however, she indicated she would text once the x ray was taken. At 6.47 pm, esp personnel received an x ray showing the only visible radiopaque marker in the abdomen. Esp personnel suggested that (B)(6) contact the provider and have them evaluate for the radiopaque marker between the second and third intercostal space. (B)(6) and the provider called esp personnel a short time later. The radiopaque marker position between the second and third intercostal space was discussed. The provider then contacted the heart surgeon to review the issue. Esp personnel followed up and confirmed that once the cv surgeon repositioned the balloon, the issues were resolved. No patient harm or injury was noted.

Manufacturer narrative:
Due to characterization limit e1. Event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).